Event description:
On (B) (6) 2008 the patient's mother reported that the patient began use of the infusion device on (B) (6) 2008. The mother then began to notice air bubbles in the insulin cartridge and infusion tubing. The mother was able to prime the air bubbles from the system. She stated that room temperature insulin was used. No physiological effects were reported. There have been no further issues with air bubbles since that time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.